Manufacturer narrative:
The pump gave an alarm during basic occlusion test due to loose / protruded drive support. The pump passed the displacement test. The pump had a cracked reservoir tube lip, minor scratches on the display window, cracked battery tube threads and a missing end cap sticker.

Event description:
The customer reported via phone call that the force sensor was broken on the insulin pump. It was found the sensor did not stop when touching the reservoir. Customer also reported insulin would leak as a result of the malfunction. The customer's blood glucose was 9 mmol/l. Customer agreed to return the reservoir for analysis.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.